Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3355-4030 serial/batch number 1319730 was received for evaluation. Functional testing could not be conducted because the device was damaged. Upon visual inspection, damage was observed in the lens, shaft, and housing. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4)that an ar-3355-4030 scope top of the housing is loose (where you twist it to attach to and from the cameras). This was discovered during a case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.